Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised there was the possibility this phenomenon was attributed to dp board failure of the subject device due to accidental components failure occurring on dp board. Since dp board generates and outputs dvi signals, the dvi output failure occurrence made the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the unspecified timing, the image on the subject device was blinked when it was using the dvi signal just after turning on the subject device and the subject device was became normal after a period of time. The user also reported that the subject device had just been returned from the repair. There was no patient injury associated with this report.